Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) powered off. The iabp was able to be restarted and therapy was able to continue. The perfusionist report indicated that the iabp was plugged in and both batteries were fully charged at the time of the reported event. The patient was later determined to be stable and was weaned off the iabp therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported issue. During the initial investigation the fse could not duplicate the unit shutting down. The fse used a system trainer with a 40cc balloon and pumped in all modes with no failures. It was observed within the logs that there were three failure codes around the time of the incident, which were 118, 111, and a 112. The fse examined all of the connections for the executive processor board, and the coiled cable to video generator board with no deficiencies detected and still could not duplicate error after 2 hours of simulated therapy. Unit passes all functional, safety, and electrical tests to factory specifications. Unit is cleared for clinical use and returned to customer. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp unit for the reported issue. During the initial investigation the fse could not duplicate the unit shutting down. The fse used a system trainer with a 40cc balloon and pumped in all modes with no failures. It was observed within the logs that there were three failure codes around the time of the incident, which were 118, 111, and a 112. The fse examined all of the connections for the executive processor board, and the coiled cable to video generator board with no deficiencies detected and still could not duplicate error after 2 hours of simulated therapy. Unit passes all functional, safety, and electrical tests to factory specifications. Unit is cleared for clinical use and returned to customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) powered off. The iabp was able to be restarted and therapy was able to continue. The perfusionist report indicated that the iabp was plugged in and both batteries were fully charged at the time of the reported event. The patient was later determined to be stable and was weaned off the iabp therapy. No patient harm, serious injury or adverse event was reported.